Manufacturer narrative:
Clinical evaluation performed by medical affairs director: total knee revision occurred 6 months after implantation of a cemented tkr. No evidence of implant defects or malposition is visible in the radiographic images provided. According to the report the patient was complaining about pain and stiffness. The cause of this problem may be due to soft tissue tension or scar tissue formation. There is no reason to suspect intrinsic defects of the devices. Batch review performed on 27 may 2019: lot 145558: (B)(4) items manufactured and released on 13-jan-2015. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implants involved in the complaint: gmk-primary 02.07.1206r tibial tray fixed cemented size 6 r (k090988) lot 180251: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 2023-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-primary 02.07.0612psf tibial insert ps fixed size 6/12mm (k090988) lot. 154044: (B)(4) items manufactured and released on 14-dec-2015. Expiration date: 2020-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in, 6 months after primary surgery, complaining of pain and stiffness in the knee and the cause of pain and stiffness is unknown. The surgeon revised the femoral component, tibial tray and poly and the surgery was completed successfully.